Manufacturer narrative:
Batch review performed on 21-nov-2022: lot 1907349: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Other device involved: batch review performed on 21-nov-2022. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot 2009637: (B)(4) items manufactured and released on 17-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery performed due to joint luxation 1 year and 8 months after the primary surgery. The patient did an hormone therapy to get pregnant which results in a slackening of the tissue.